Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer reset the pump themselves, and tandem technical support decided to replace it. The customer will continue using their current pump as backup therapy and was informed they would receive a replacement with updated software. The customer was instructed on procedures for receiving and returning the pump and acknowledged these steps.